Event description:
It was reported that the patient with this pacemaker system stated that their communicator displayed a red call doctor icon. Additional information was received that this device system has exhibited an on going issue with out of range pace impedance measurements on the right ventricular (rv) lead. Further information was received that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system stated that their communicator displayed a red call doctor icon. Additional information was received that this device system has exhibited an on going issue with out of range pace impedance measurements on the right ventricular (rv) lead. Further information was received that this lead was surgically abandoned and replaced due to a lead fracture and insulation issues. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system stated that their communicator displayed a red call doctor icon. Additional information was received that this device system has exhibited an on going issue with out of range pace impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device remains in service.